Event description:
It was reported that the patient presented to the clinic on (B)(4) with one 14v battery that was no longer working. Per the patient and caregiver, the batteries had gotten wet in the shower with the shower bag in use. One battery was no longer able to hold charge. The ventricular assist device (vad) coordinator verified that the shower bag was being used properly. It was planned for the patient to follow up in the clinic where the non-functional battery and shower bag would be collected for return to abbott. Warranty replacement was requested for both items. Related manufacturer's report regarding damaged battery: 2916596-2022-13656.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress into the gogear shower bag could not be confirmed through this investigation as the product was not returned for evaluation, and no photographs were provided by the account. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The hm3 lvas IFU, rev. C and hm3 patient handbook rev. D, state in the ¿equipment storage and care¿ and ¿equipment maintenance¿ sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The instructions for use and patient handbook explain that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. These documents warn that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.